Manufacturer narrative:
A distributor field service engineer (fse) was at the customer site to address the reported issue. The fse verified the analyzer and confirmed a bent sample needle. The sample needle was replaced and sample probe positions were verified. Quality control (qc) was performed to verify the analyzer's performance. The aia-360 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 08jun2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-360 operator's manual states the following: error 2012 - air detected [diluent] there is no contact with the liquid after diluent suction. Contact the service department. The most probable cause of the reported issue is due to a bent sample needle.

Event description:
A customer reported to the distributor receiving error message 2012 air detected [diluent] while operating on the aia-360 analyzer. A distributor field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of troponin I (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.